Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis and sepsis. However, it is unknown if this patient was utilizing fresenius product(s) at the time the reported events occurred. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the fresenius cycler with fresenius cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the fresenius cycler with fresenius cassette can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
In a customer experience survey, it was reported that this male patient experienced peritonitis and sepsis in (B)(6) 2019 while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, a nurse familiar with the patient stated the patient was not a fresenius patient when the peritonitis occurred. Subsequently, in an additional call, the patient reported starting pd therapy in (B)(6) 2019 in a privately owned dialysis center (product unknown). It was stated that in (B)(6) 2019 (date not specified) the patient was hospitalized with peritonitis and sepsis, characterized by fever. The patient reported being treated with the antibiotic vancomycin for two weeks intravenously. The patient also had the pd catheter (not a fresenius product) removed. The patient indicated he was transitioned to hemodialysis for renal replacement needs and subsequently decided to stay on hemodialysis permanently. The patient reported he has had no adverse effects from fresenius products. The patient did not know the cause of the peritonitis or any pd culture information. A product history was performed for the patient and there was indication that the patient received fresenius products no further information was provided.